Event description:
It was reported that during implant of leadless implantable pulse generator (ipg) after first deployment the operability became quite poor, and when the device was attempted to be recaptured, it was hard to move. The ipg could not be re-captured into the delivery system ¿cone¿. The physician suspected that the tension of the tether of the delivery system may have been an factor. The tether was locked and unlocked several times but tether tension remained. When the ipg was removed using the delivery system, a thrombus was observed on the ipg. The physician suspected that this may have contributed to the re-capture issues. The procedure was completed with a new ipg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1avr1, expiration date: 28th feb 2023, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 30 aug 2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.